Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Air in the device, tubing tear/hole, and fluid leakage are acknowledged within the instructions for use (IFU) and is not related to off label use or failure to follow instructions. Based on the information available, the cause that contributed to the reported event cannot be established; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) pump was semi-empty, and the physician assumed there was a rupture in the ipp where saline solution leaked out and air had entered the device. A surgical procedure was performed during which the device was explanted and replaced. Upon explant the physician checked the pump, and it was discovered that one of the tubes connecting the pump to the cylinders was partially severed due to wear and use. The patient fully recovered, and there were no patient complications reported.